Event description:
Pt called for help because of low blood glucose symptoms. His sister called 911 and checked pt's blood glucose on suspect device and got a reading of 131 mg/dl. Emt arrived 30 minutes later and their device read 100 points lower than suspect device. Pt was given glucose IV to bring him out of unconsciousness.